Event description:
The consumer on behalf of his wife reported extraction reagent had accidentally been dropped in the eye while using binaxnow covid-19 self-test performed on an unknown date. The consumer flushed her eyes with water and was feeling fine. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded

Event description:
The consumer on behalf of his wife reported extraction reagent had accidentally been dropped in the eye while using binaxnow covid-19 self-test performed on an unknown date. The consumer flushed her eyes with water and was feeling fine. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. A supplemental report will be provided if any additional is obtained. H3 other text : single use; device discarded